Event description:
It was reported that shaft break occurred. During unpacking of a 3.0mm x 12mm quantum maverick balloon catheter, it was noted that the balloon delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was tightly folded. There were numerous kinks throughout the hypotube with a complete hypotube separation 83.5cm distal of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. During unpacking of a 3.0mm x 12mm quantum maverick balloon catheter, it was noted that the balloon delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported.